Manufacturer narrative:
.

Event description:
The patient reported he received a shock that resulted in a fall on his back, while using haazs cnc equipment to blow aluminum chips from a part using an air hose at a machine shop, where he is employed. The patient reported severe pain over the ins battery pack located in the upper chest. He also reported advancing pain down his back and left leg, felt sick to his stomach, and had a headache. The patient went to the ER. The company representative directed the patient to have the scs device interrogated. The event resulted in the system turning turning off; the patient indicated they would keep the device off. The patient had used the cnc machine many times before at work to mill metal parts, but not using aluminum. The representative reviewed emi compatibility issues and requested additional information on cnc and the patient's work environment. Additional information has been requested from the physician.